Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): during disposal of sharp, the operator is accidentally stuck because the safety system didn't work correctly. He will have to submitted to the diagnostic procedures. The safety system started when the bag of the conservation of the needle accidentally fell.

Manufacturer narrative:
(B)(4). We received one used cannula of an introcan safety-w pur 20g, 1.1x32mm-EU in open packaging. The received sample was taken to a visual examination. In as-received condition the safety clip was properly activated on the tip of the cannula. We detected no damages or other irregularities at the surface of the raw cannula. In addition the safety clip was taken to a functional test (sliding the safety clip on the raw cannula). It was easily possible to slide the safety clip on the raw cannula and to fix the clip on the tip of the cannula. The special feature of a self-activating safety clip that automatically covers the needles sharp bevel was given. We assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and there were no such defect encountered during in-process and final control inspection. Process cards show no abnormalities. (B)(4).